Manufacturer narrative:
On 03 july 2017 the (B)(4) performed a visual inspection of the retrieved item and commented as follows: the photo of the preliminary inspection and the piece were analyzed. The components correctly move during the screwing/unscrewing of the pivot, but the plastic coverage was slightly separated from the impaction plate due to the removal of the locking metal disc. The component could have probably locked during the unscrewing but from the received piece it was not possible to determine the root cause of the event. Batch review performed on 04 july 2017. Lot 1553830: (B)(4) items manufactured and released on 23 may 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
The surgeon had a difficult time disengaging the impaction plate from the cup. When he removed the impaction plate he realized that the center cap was missing from the instrument, so that the instrument was broken. The cap was not in the patient. The surgeon used a secondary impaction plate to ensure the cup was well fixed. No delay in surgery. The surgery was completed successfully. Instrumentation is available.